Event description:
Orig. Surg. 1999. Allegedly, breakage of alumina head.

Manufacturer narrative:
Conclusion: the product has been reviewed and was sent to ceramtec for expertise. The investigation is ongoing. Allegedly, there is no reason that can explain the breakage. The manufacturing dossier of the head was reviewed and shows no non-conformity. The manufacturing lot was made of 50 parts. No other similar incident has been reported on this part number and lot number. No conclusion can be drawn. Device performance unk. Use of device unk. Event and manufacture of product occurred in a foreign country.